Event description:
Dealer states that both of the crossbrace are broken at the t weld of the brace.

Manufacturer narrative:
(B)(4) 2015, should additional information become available a supplemental record will be filed.